Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. A video was received for analysis. The video was visually inspected and water is observed bubbling up through neck of column and into circuit. A device history record review could not be conducted since the lot number was not provided. Customer complaint is confirmed based on the visual inspection on the video that was received. Although the complaint is confirmed, there is not sufficient evidence to determine this issue was related to the manufacturing process. The root cause for the condition reported could not be identified. No corrective action can be established at this time. To perform a proper and thorough investigation, it is necessary to evaluate the sample involved on this complaint. If the device becomes available this report will be updated accordingly.

Event description:
Customer complaint alleges the device had water bubbled up through the neck of the column into the circuit. Alleged malfunction reported as occurred during use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".